Event description:
Boston scientific crm received information that this lead had exhibited loss of capture. It was suspected the loss of capture was due to a lead dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. The available information suggests the lead remains in service with no additional complications. No further information is available. This report will be updated if more information becomes available.